Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device. The subject device was received with damage/gouges at flange end of the guide sleeve. Several threads show damage/deformation along the crests of the thread. Significant deformation starting ~37mm from the top of the guide sleeve flange and ~28mm in length. Deformation is along the threads and heavy on one side indicating that the guide sleeve rotated within the aiming arm prior to this complaint event. A design change was made to increase the bearing length within the aiming arm assembly. The test reporting verifies that this change is acceptable. The complaint was determined to be valid. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while setting up for a case it was noticed that the buttress compression nut and blade guide sleeve did not fit together. The threads wouldn't thread together. There was no procedural or patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was conducted for the subject device. No non-conformances were generated during production. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.